Event description:
The facility rep reported to largo customer service a pump that does not alarm due to no audio. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
The device has not yet been evaluated. A follow-up report will be submitted when the eval has been completed.